Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl and a blood glucose of 435 mg/dl at the time of call. The customer experienced symptoms such as sweating, confused and seizure. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported that her blood glucose since she had the battery issues on her insulin pump. Customer's blood glucose readings were 376 mg/dl to 479 mg/dl and above 500 mg/dl at the time she had the battery issues and was treated with insulin pump and manual injection. Customer reported to have received a failed battery test, battery out limit alarm, and also mentioned that the boluses that was delivered did not show on the insulin pump. Customer was advised that a replacement insulin pump will be sent due to corrosion in the battery compartment. The insulin pump not be returned for analysis.